Event description:
It was reported that the outer side of 10 bd vacutainer® lh pst¿ ii plus blood collection tubes, in the same area where the gel surface leveled, were "rough" and blackened, as though they had been "burnt". This defect was found before the tubes were used for blood collection. As reported by the customer, "outerside of the tube at the same level gel is situated surface of tube is rough and black as like if it had burnt. Defective ten tubes were found in one row in the box before blood collection. Nine tubes is coming to investigation."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for defective ink marking with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to defective ink marking was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective ink marking with the incident lot was observed. Evaluation/testing of the customer samples was conducted and defective ink marking was observed. Additionally, evaluation/testing of the retain samples was conducted and defective ink marking was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer side of 10 bd vacutainer® lh pst¿ ii plus blood collection tubes, in the same area where the gel surface leveled, were "rough" and blackened, as though they had been "burnt". This defect was found before the tubes were used for blood collection. As reported by the customer, "outerside of the tube at the same level gel is situated surface of tube is rough and black as like if it had burnt defective ten tubes were found in one row in the box before blood collection. Nine tubes is coming to investigation."